Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed no external power events. The log files captured low power hazard/no external power events on (B)(6) 2018 and (B)(6) 2018. Both events appeared to be due to a loss of power to the mpu. The pump was supported by the backup battery during the event and continued to operate at the set speed. The log file showed the system operating as intended. A specific root cause of the captured events could not be determined. However, the new v-lock ac power cord is available to prevent incidents of this type. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 46 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's log file captured no external power alarms that occurred on (B)(6) 2018. This may have been due to the disconnection of the mobile power unit (mpu) ac power cord at the mpu connection point or at the ac wall outlet. The manufacturer¿s technical service representative reviewed the submitted log file and observed that the remainder of the log file was unremarkable. There was no interruption in pump support to the patient during this event. The patient was reported to be asymptomatic. Additional information was requested but has not been provided.